Event description:
Caller reports being unable to obtain a result due to an error on the advantage system. Caller states customer had low blood glucose symptoms while the caller attempted to use the device. Caller attempted to treat him with glucose spray; emergency medical technicians (emts) were called. Emts treated the customer with an IV containing "sugar water." Customer was taken to the hospital and admitted for 4 days. Customer's condition has improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.